Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged particles in airpath related to a CPAP devices. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed an unknown dust contaminant on the front panel, top enclosure, and rear panel. An unknown contaminant was observed on the keypad. A dust¿like contaminant was observed underneath the cellular modem flip door and on the blower motor. Evidence of liquid ingress with a dust¿like substance consistent with mineral deposits was observed on the bottom of the blower motor and in the base of the blower box. A keratin¿like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.